Event description:
It was reported that a patient underwent a sling procedure in 2022 and mesh was implanted. The patient was later referred due to erosion of the mesh. The patient experienced pain in the right side as well as pain at coitus and when coughing. In the anterior wall to the left for center line, mesh erosion can just be seen a few millimeters. Indication for cystoscopy seeing if there is a mesh erosion in the bladder. Hereafter removal of eroded mesh. Information to patient, that the doctor cannot remove the entire mesh and that a new mesh operation will be associated with an increased risk of infection. On (B)(6) 2024, removal of foreign body from vagina and cystoscopy. Erosion in left side. Bladder urethra natural. The mesh sling was sent to d+r. Observation for actinomycis. Calling patient after 3 months. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Were any concurrent devices implanted? Other relevant patient history/concomitant medications? What was the initial approach for the index surgical procedure? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Please confirm the mesh exposure site/location, symptoms and diagnostic confirmation. Describe any medical/surgical intervention for the exposure including dates and findings. Were any deficiencies or anomalies noted with mesh device? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.